Manufacturer narrative:
(B)(5).. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 200 mg/dl. The customer was assisted with troubleshooting. Customer stated that the display was not blank less than 30 seconds and did not return. Customer reported that display was blank currently. Customer stated that the display did not return after insulin pump restart. The customer stated that the insulin pump was dropped, hit the floor board. Customer stated that the insulin pump had battery failed alarms. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. No unexpected low battery alarm, failed battery test alarm or blank display noted during testing.